Manufacturer narrative:
The reference (B)(4), has been allocated to this case by rayner. The event description provided states that the lens haptic broke on implantation into the eye. The lens was explanted. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion": inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge the device has not been returned to rayner. Our review of production records for the rayone aspheric rao600c batch 082198862 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. There is insufficient evidence and information available to establish the cause of haptic breakage in this case.

Event description:
On 30th november 2023, rayner received notification from its distributor in south africa of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that the lens haptic broke during implantation necessitating explantation of the iol.